Event description:
Hypoglycaemia with random blood glucose 22 mg/dl [hypoglycaemia], "pen have" a problem [device issue]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height, weight and bmi: not reported. This serious solicited report from (B)(6) was reported by a consumer as "hypoglycaemia with random blood glucose 22 mg/dl" with an unspecified onset date , "pen have a problem" with an unspecified onset date and concerned a child male patient who was treated with novopen 4 (insulin delivery device) from unknown start date due to "device therapy", medical history included diabetes mellitus (type not reported) (from 2013). Family history included diabetes mellitus (type not reported) (father is also diabetic and "use" novopen 4) on an unspecified onset date since 8 months, the patient had hypoglycaemia symptoms with random blood glucose value 22 mg/dl with dizziness and weakness but was conscious during the use of novopen 4. The patient took sugar and recovered. The patient returned back to his doctor to adjust the doses but hypoglycaemia symptoms happened again. The doctor advised that the pen may have a problem. So, the patient stopped using the pen and used his father's novopen 4. The symptoms recovered by sugary syrup. The last dose of the suspected product 10 minutes before the event and the event happened 1 hour after taking the meal the patient recovered completely about 1 month ago. Most recent hba1c (glycosylated hemoglobin) level around the time of the event was 6.4 %. No changes "iwewre" reported with "rrespect" to the diet/omitted meals, physical activity, weight, or acute alcohol ingestion. The patient also did not use any concomitant oral anti-diabetics. Information on batch number available. Action taken to novopen 4 was not reported. The outcome for the event "hypoglycaemia with random blood glucose 22 mg/dl" was recovered. The outcome for the event "pen have a problem" was not reported. Reporter's causality ( novopen 4) - hypoglycaemia with random blood glucose 22 mg/dl: probable pen "have" a problem: unknown. Company's causality (novopen 4) - hypoglycaemia with random blood glucose 22 mg/dl: possible pen "have" a problem : possible. Argus linked case (B)(4) investigation results: name: novopen 4 - batch fvg8434-1: visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During test of the product it has not been possible to detect any irregularities. The product was found to be normal. On 08-nov-2018, the case was upgraded from non-serious to serious device case upon receipt of follow up information with "bloood" glucose values to be 22mg/dl. "Comapny" comment: 15-nov-2018: since no faults were found on the returned device (novopen 4) and only very limited information regarding the patient's handling of suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in argus case (B)(4).